Manufacturer narrative:
(B)(4). Date of initial report : 04/21/2015. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a right hemi colectomy, an end tone was provided by the generator, indicating a complete seal cycle. The device did not cauterize after the seal cycle was heard. There was no tissue damage. Additional questions have been asked to the site contact in regard to the device and incident.